Event description:
The logic jr. Distraction case was performed on (B)(6) 2013 on a baby. The doctor saw the pt on (B)(6) 2013, as a f/u to the surgery and discovered that the wires were loose because they had broken from the distractors. The doctor took both activation wires out at that time and left the distractors in the pt. The wires broke before distraction started. The surgery to put in new activation wires was scheduled the first days of (B)(6). However, as of the date of this report, the activation wires have not been implanted.

Manufacturer narrative:
As of the date of this report, the activation wires have not been returned for analysis. A review of the device history record did not reveal any discrepancies and/or deviations which could affect the efficacy of the product. The activation wires met the release specifications. It was noted that this was the doctor's first time that the doctor had used the logic jr. Distraction system. Although the root cause of the wires breaking could not be determined it was noted that when the child awoke from the surgery, he moved his head a lot and the activation wires were not protected. According to the surgical technique guide under general warnings, "the devices can break or be damaged due to excessive activity or trauma." In addition, it was also reported that the surgeon indicated the wires were too long.